Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the third inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. No patient complications were reported and the patient status was in good condition post-procedure. It was further reported that the target lesion was severely calcified.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the third inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. No patient complications were reported and the patient status was in good condition post-procedure.